Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The patient experienced swelling, itching, and welts all over his body. He has used the dexcom system since december 2021; however, this is the first skin reaction he has experienced. He was evaluated by a healthcare personnel (hcp) who administered a steroid injection and prescribed a topical cream. No additional patient or event information is available.